Event description:
The customer reported to olympus, that during maintenance of the endoscope reprocessor, the yellow connector was found broken. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The olympus field service engineer (fse) inspected the device onsite. Fse replaced the worn/broken yellow connector and verified the device according to original equipment manufacturer instructions. Equipment passed the performance and electrical safety checks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible there was an accumulation of stress to the connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3.inspection before use: 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus.¿ olympus will continue to monitor field performance for this device.